Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of a 5.1cm diameter fusiform thoracic aortic aneurysm in zone 4. The proximal neck was 31 mm in diameter and 106 mm in length. The access artery was mildly calcified. At the patient's one month follow up CT scan the aneurysm measured 48 mm in diameter. It was reported that at the patient¿s one year follow up CT scan, it was noted that the aneurysm has enlarged to 5.5 cm in diameter. At the patient¿s two year follow up CT scan, it was noted that the aneurysm has enlarged to 5.6 cm in diameter. There was no evidence of an endoleak. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Results: aneurysm enlargement. Unknown cause of event. Conclusion: unknown cause of event. Aneurysm enlargement.